Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that: chipped rear case - replaced rear case; corroded left iui board - replaced left iui board; corroded left and right iui - replaced boths iuis; cracked lcd display - replaced lcd display. The probable cause of the reported issue was due to damaged of the rear case. A review of the device history record showed the device had a manufacture date of 02may2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken/ damaged. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device was broken/ damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
Additional information: d9, e2, g2, h3, h6. The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the device was broken/ damaged. No additional information was provided. There was no patient involvement.